Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required

Event description:
Healthcare professional reported a right side "deflation." Healthcare professional later reported deflation and capsular contracture baker grade IV. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "deflation." Healthcare professional later reported deflation and capsular contracture baker grade IV. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side "deflation." Healthcare professional later reported deflation and capsular contracture baker grade IV. Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.